Event description:
Consumer reported upon removal of a tampon, the pledget fell apart into pieces. She manually removed the remaining pledget pieces from her vaginal cavity. She reported experiencing a slight vaginal irritation due to examining herself to confirm no pledget pieces remained. The irritation has resolved. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.